Event description:
It was reported that the handpiece was getting hot. Attempts are being made to determine pt involvement and adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This report will be updated when additional information is rec'd.